Event description:
It was reported a patient presented in ventricular tachycardia (vt), but their implantable cardioverter defibrillator (ICD) incorrectly read the signal as supraventricular tachycardia (svt). No therapy was delivered. Programming changes were made to the vt detection zone. The patient was stable.